Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, crease fold, wear abrasion, stress marks underweight. A microscopic analysis was performed. Which one crease sharp in the posterior. Based on the device analysis, the final assessment is: a crease sharp in the posterior side assessed as.

Event description:
Patient reported, "unusual pain, tingling, swelling, numbness, or burning of the breast". No treatment or surgical reoperation has occurred. Healthcare professional later reported, left side rupture. This record is for the left side. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24-jan-2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "unusual pain, tingling, swelling, numbness, or burning of the breast."

Event description:
Patient reported "unusual pain, tingling, swelling, numbness, or burning of the breast." No treatment or surgical reoperation has occurred. Healthcare professional later reported left side rupture. Device remains implanted. This record is for the left side.